Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, two introducers were damaged resulting in bleeding that required additional hemostasis. A new introducer was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the introducers were introduced into the patient, they were met with resistance and obstruction. When the introducers were removed, the damage was noted.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that introducer sheath was torn. The introducer sheath kinked/buckled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.